Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for evaluation. Provided imagery was evaluated, and the following was observed: esheath liner tears at distal end and middle shaft and scratches noted along sheath shaft. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The reported liner tear was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as per information provided there was moderate presence of calcification in the access vessels. Moreover, scratches were noted on the sheath shaft. Scratches, on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Per the instructions for use (IFU), cardiovascular injuries such as perforation, dissection of vessels and vessel occlusions are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. Edwards transfemoral systems require a certain diameter access that may temporary reduce vessel lumen size during sheath expansion, cause intimal disruption or dissection or lead to localized vessel spasm. The IFU notes that arterial stenosis or occlusion can occur following insertion, manipulation or withdrawal of the sheath. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemoral. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Investigation results suggest/indicate the closure device or the esheath plus liner tear could contribute to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. The valve was successfully implanted with no gradients and good position and results. However, when removing the 14f esheath plus, there was bleeding and splashed. After sheath removal, it was noted the liner was torn. Angiography of the femoral access was performed showing a part with occlusion near/above the puncture site. A puncture in the left femoral artery was performed (access site was right femoral artery) and a non edwards balloon was crossed until the occlusion. The occlusion was resolved with 2x inflations and flow was back to normal. Then the new puncture was closed with angioseal. The patient did not suffer any other injury due to the event and was noted as to be in stable condition. The perceived root cause of the occlusion was unsure if due to the closure device or due to the 14f esheath plus liner tear.

Manufacturer narrative:
E1 phone number (B)(6) investigation is underway.